Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) (batch no. 621807) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure (ess205). On (B)(6) 2020, the patient experienced toothache ("toothache."). On an unknown date, the patient experienced loose tooth ("loose teeth"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal, toothache and loose tooth outcome was unknown. The reporter provided no causality assessment for loose tooth, medical device removal and toothache with essure (ess205). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-feb-2020. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) (batch no. 621807) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure (ess205). On (B)(6) 2020, the patient experienced toothache ("toothache."). On an unknown date, the patient experienced loose tooth ("loose teeth"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal, toothache and loose tooth outcome was unknown. The reporter provided no causality assessment for loose tooth, medical device removal and toothache with essure (ess205). Lot number: 621807, manufacturing date: 2006-12, expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-feb-2020. The most recent information was received on 13-feb-2020. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted (lot no. 621807). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, 3599 days after essure (ess205) insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). On (B)(6) 2020 she experienced toothache ("toothache."). An unknown time later she experienced loose tooth ("loose teeth"). The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to toothache, loose tooth or medical device removal. Lot number: 621807, manufacturing date: 2006-12, and expiration date: 2008-11. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The following amendment was made: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) has been transferred tp the retention case (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.